Event description:
It is reported that pt underwent a revision due to the porous coating detaching from the stem.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Manufacturer narrative:
Evaluation summary: provided x-rays and CT scan show that a portion of the plasma spray at the bottom edge of the coating on the medial side has disassociated from the stem. There appears to be a rather large void between the stem and the cortical bone in the area adjacent to the location of where the coating fractured; there also appears to be a shadow outlining the proximal stem on the medial side in the x-ray taken after the fracture occurred, which is not apparent in the post-op x-ray. This condition may have allowed for some bending of the stem. Photos of the stem show that bone ingrowth appears limited to the lateral shoulder of the stem. The patient has denied experiencing any trauma. No stock from this lot is available for examination. With the information provided, a definitive root cause cannot be stated. Review of the device history records did not find any deviations or anomalies. The plasma spray certificate of conformance shows that all specifications are conforming to zimmer's engineering specification for tivanium plasma spray. It is not suspected that the product failed to meet specifications. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the investigation, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.

Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It is reported the pt was revised due to the femoral component loosening and fracturing.

Manufacturer narrative:
This report is being amended to reflect changes. New information was received which notes that the patient was revised due to femoral component loosening and femur fracture. Primary operative notes were provided which were unremarkable. However, the pre-operative diagnosis was a fractured femoral neck caused by a fall. The patient revision operative notes were provided, which state that the patient presented in the ER with the femoral fracture. Additional information noted that during revision there was a little bit of difficulty in removing the stem due to bone on-growth; however revision operative notes do not detail this. There is no mention of patient trauma causing this fracture. The surgeon stated that the patient "did not really report any significant trauma that would have likely caused" either the femoral fracture or the porous coating detachment. Office visit notes from (B)(4) 2014 note that the patient passed out and fell in the shower. The patient shows a history of falls. No additional complaints have been received from any other patient against the manufacturing lot of the femoral stem. Product compatibility was reviewed with no issues noted. It cannot be determined whether the patient's femur fracture caused the porous coating to disbond, or vice versa.